Manufacturer narrative:
Correction: describe event or problem. Root cause: the root cause for the reported issue of an channel disconnects - failure to alarm was not determined because no products or device logs were returned.

Event description:
It was reported that the pump module channels disconnect frequently without an alarm. Customer told it happens often, even if just rolling the IV pole over a bump. There was patient involvement, but outcome is unknown. Bd received additional information. It was reported to bd representatives who were on site to gather additional information that the incident occurred during the dayshift in the ICU while a nurse was transferring a patient off the unit. As the nurse entered the elevator, the alaris system device went over a bump, resulting in a channel disconnect. The infusion stopped, but no alarm was noted at the time. While the pcu remained on, the pump module shut off. To troubleshoot, the nurse removed and reattached the module, after which it resumed infusing. The nurse continued to use the device. However, the alaris system device setup was not sequestered following the incident.

Event description:
It was reported that the pump module channels disconnect frequently without an alarm. Customer told it happens often, even if just rolling the IV pole over a bump. There was patient involvement but outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.